Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported smelling a bit of an argon gas odor while during a gas change. No patient was involved. This occurred before surgery.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. At the visit on site, the field service engineer replaced the halogen filter. Review of the provided log files did not show any indication for a leakage of the gas system. According to the service report, the halogen filter was exchanged preventively. If the halogen filter gets saturated it can happen that there is a small exhaust of gas during gas exchange. Due to the missing information of the service history, it is not reproducible if the filter was saturated due to missing exchange during last prevent maintenance. No technical root cause was identified as the product was found to be within specifications. The root cause for the reported gas smell cannot be determined conclusively. The most possible root cause is a small leakage of the halogen filter or a saturated filter. The manufacturer internal reference number is: (B)(4).